Manufacturer narrative:
(B)(6) 2020 is being used as the date of event, which is the date manufacturer became aware, since the actual date is unknown.

Event description:
The following information was reported to gore: on an unknown date a patient was underwent treatment of a stenosis of the superior mesenteric artery with a gore® viabahn® vbx balloon expandable endoprosthesis. The procedure was reportedly technically successful. The patient was being followed at monthly intervals and the device was found to be patent. However on an unknown date, recently, the device appeared to be occluded.

Event description:
On an unknown date a patient underwent treatment of a stenosis of the superior mesenteric artery with a gore® viabahn® vbx balloon expandable endoprosthesis. The procedure was reportedly technically successful. The patient was being followed at monthly intervals and the device was found to be patent. However on an unknown date, recently, the device appeared to be occluded. Reportedly there is a plan to reintervene.